Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown.

Event description:
It was reported the patient's ipg was no longer able to communicate with external devices. As a result, surgical intervention was undertaken in (B)(6) 2018 wherein the ipg was explanted and replaced with a competitor device.